Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a low blood glucose. Customer¿s blood glucose value was 30 mg/dl at the time of incident. Customer treated with food for low blood glucose. Customer was experiencing low blood glucose. Customer was informed that the insulin pump doesn¿t have an empty reservoir and instead it had the insulin flow blocked alarm when the motor cannot move forward because the reservoir was empty. Customer was using auto-mode at the time of incident. The device will return for the analysis.